Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010) .

Manufacturer narrative:
Concomitant medcial products: product ID: 3093-33, lot# v059036, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that when they removed her first implantable neurostimulator (ins) they took some of the lead out but some portion was left in. A small speck or fleck of lead was left in.